Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The lead was returned severed 21.5 centimeters (cm) from the terminal pin. Visual inspection found the rs- coil was fractured at the distal end of the suture sleeve site, approximately 17.8 - 19. 8 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The lead is not expected to be returned. Should additional information become available, or if the lead is returned and analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements and loss of capture. Additionally, noise was observed on a stored episode. An invasive procedure was performed. This lead was explanted and replaced. No additional adverse patient effects were reported.